Manufacturer narrative:
Please note that this medwatch reflects one of two products associated with this adverse events. The mfg report #'s are 9616099-2008-01265 and 9616099-2008-01267. These cypher sirolimus-eluting coronary stents are distributed outside of the united states. However, they are similar to the united states cypher sirolimus-eluting. Coronary stents.

Event description:
During the one month follow-up, the patient experienced angina pectoris. The medication treatment of aspirin, statins, ace inhibitors, oral antidiabetics, beta-blockers and clopidogrel was ongoing. Three months post index procedure the patient underwent a staged procedure to treat a 75% stenosed proximal circumflex. Post-procedure diameter stenosis was 0%. This patient was enrolled in the study in 2007 with 2-vessel disease. The main indication for this intervention was unstable angina pectoris. The patient's heart rate at the beginning of the procedure was 68 beats/min and the blood pressure was 130/70 mmhg. The first target lesion was a native, de-novo, non-ostial, irregular, readily accessible, concentric, type b2 proximal left anterior descending. The reference vessel diameter was 3.5mm and the lesion length was 16mm. Pre-procedure diameter stenosis was 100%. The lesion was direct stented with a 3.5 x 18mm cypher select plus stent, which was electively implanted at 15 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, irregular, readily accessible, eccentric, type b2 mid left anterior descending. The reference vessel diameter was 3mm and the lesion length was 12mm. Pre-procedure diameter stenosis was 90%. The lesion was direct stented with a 2.75 x 13mm cypher select plus stent, which was electively implanted at 15atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The patient's pre-procedure medications included: aspirin, ace inhibitors and beta-blockers. The patient's intra procedure medications included: aspirin, aggrastat, heparin and clopidogrel. The patient's post-procedure medications included: aspirin, statins, ace inhibitors, oral antidiabetics, beta-blockers and clopidogrel. This 64-year old female in the e-select registry experienced elevated cardiac enzymes post implantation of 2 cypher stents. Medical history included known coronary disease with prior mi and pci, hypertension and diabetes. The index procedure was done in the setting of unstable angina; pre-procedure ck-mb and troponin were normal. Asa, plavix, low molecular weight heparin and aggrastat were given for the procedure. The proximal lad was described as type b2: irregular, 100% stenosis with 16mm lesion length. A 3.5/18mm cypher select plus stent was implanted directly. There was no residual stenosis, timi iii flow was restored and the end result was "satisfactory". Efforts were then turned to a lesion in the mid-lad, which was also described as type b2: irregular with 90% stenosis and 12mm lesion length. A 2.75/13mm cypher select plus was implanted directly. There was no residual stenosis, timi iii flow was restored and the end result was "satisfactory". No complications were reported; however, post-procedure ck-mb and troponin were both 4 x above the unl. The patient was discharged on asa and plavix. At the 1-month follow-up, the patient's anginal status was positive. Approximately 2 months later, he was re-admitted for treatment of a circumflex lesion; this was successful. Neither stent was retuned for evaluation; they remained implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Review of the available information indicates that this action (inherent risk of the procedure) may have contributed to the event.